Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19july2019. The customer troubleshot with technical support and was provided part number for the flow sensor assembly. The part was returned to the manufacturer for investigation: it was determined the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit fails the air flow accuracy test. It was reported that there was no patient involvement.